Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation in his shoulders. An sjm representative met with the patient and reprogramming was unable to resolve the issue. The patient is in the process of finding a physician so he can address the issue.